Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the hard drive was out of electrical specification. The display overlay/bezel assembly was replaced and calibrated and the hard drive was configured and software was loaded. (B)(4).

Event description:
It was further reported that the programmer had been returned for service.

Event description:
It was reported that the programmer will not boot up to the main screen. Of note, when the programmer was powered on, it "locked up" at the "hour glass" screen and would not go beyond this screen. The caller ran the service diskette and got an error message. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.